Event description:
It was reported that a lead integrity alert was triggered due to noise and a lead to lead interaction was suspected. The device was reprogrammed to a lower sensitivity and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2006; (B)(4) implantable cardiodefibrillator (B)(6) 2006. (B)(4).